Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer stated that he was trying to enter his carbs and the numbers kept going up on their own. Customer removed the battery and he put a new one in. Customer then received a battery out limit alarm. Customer's blood glucose level was 246 mg/dl. Customer stated that when he pulled it out after playing soccer, the screen was a little foggy. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump had intermittent button response due to corroded keypad traces and was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing the original belt clip.